Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had a syncopal episode. The patient was in the hospital, where a telemetry strip showed pacing at 30 bpm. It was unknown whether the patient experienced asystole of greater than two seconds. The right ventricular (rv) output was programmed to subthresholds. The output was increased to 5v and the patient was going to be monitored over night. If the thresholds did not change, the patient was to be released. Pacing impedance measurements were normal and consistent. The patient would also be checked for metabolic changes that could have affected thresholds. No additional adverse patient effects were reported.